Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0003 showed no other similar product complaint(s) from this lot number.

Event description:
On 10/25/2016- per sales representative, the rn reported she was using ultrasound to assist with placement. She saw the needle tip beautifully, the wire advanced smoothly, and the catheter advanced smoothly. When she went to retract the guidewire and needle, she pushed the button and she stated that everything felt good. She then tried to pull back on the device and it wouldnt move. It was stuck in the patient. She reports she had to remove entire device, including the catheter, from the patient. When it was removed, the coiled guidewire tip was said to be stuck on the tip of the catheter. The facility states they did manipulate the guidewire after the device was removed from the patient so that the guidewire is now inside the catheter. The placing rn states she did test the guidewire by advancing and retracting it before placing it in the patient and everything worked well. The patient had sclerotic vessels that were difficult to access. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of complications during the insertion process was confirmed, but the exact cause is unknown. One 20g accucath was returned for investigation. A visual observation of the returned sample revealed evidence of use. The needle had been retracted within the safety chamber. Blood residue was visible within the catheter. The distal section of the guidewire was found within the catheter. The distal tip of the guidewire was located 2.8cm from the distal tip of the catheter. The distal tip of the catheter was flattened. The catheter was kinked and mangled 4mm from the distal tip. Kinks were observed in the tubing 1.6, 2.0, 3.1, and 4.1 cm from the distal tip of the catheter. The catheter was also kinked 1mm from the distal end of the purple strain relief. The valve actuator within the pink had not been advanced through the valve, which indicates that the catheter was not used. A microscopic examination of the guidewire revealed that the coiled portion of the guidewire was misshapen within the catheter. The guidewire was removed from the catheter without difficulty. Upon removal, the coils rebounded into place at the distal tip of the guidewire. A functional test revealed that the catheter was patent to infusion and no leaks were observed with sustained hydraulic pressure within the catheter. It was reported that the catheter was advanced smoothly during insertion and the needle retracted without problems, but when trying to pull back on the device, it wouldn¿t move. What caused the difficulty during removal is unknown. It was reported that the guidewire tip was stuck on the tip of the catheter. The damage to the catheter indicates that complications were encountered during the process, but it is unknown why the guidewire could not be removed. It is unknown if any complications associated with the clinical setting affected the functional performance of the returned device. The kinks in the catheter indicate that either the catheter was damaged during the procedure or the catheter was located in a tortuous path. The damaged appears to be related to use of the device, but the exact cause is unknown.